Event description:
A customer reported via phone call indicating that they have issues with infusion insertions. The patient's blood glucose level was 103 mg/dl at the time of the call. The customer stated that they revived a cortisone shot causing their blood glucose to rise to 400 mg/dl. The customer stated that they do not use the blue button to lock and secure the infusion set in the insertion device. The hung up the line because they were late to work. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.